Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, heavily tortuous left anterior descending coronary artery. A 3.5x38mm xience alpine stent delivery system (sds) was noted to have its stent dislodged prior to use and in the protective sheath. The device was not used and there was no patient involvement. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.